Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm portico was selected for implant using a large flexnav delivery system. There was mild to moderate calcification to allow anchoring of the device in the opinion of the user and the patient did not have a horizontal aorta. The sizing of the annular dimensions was aortic annulus perimeter 79,4 mm. During the procedure, the valve was successfully implanted in optimal position 3 mm below the annulus. The flexnav ds was successfully detached and the pigtail guide was removed from the bottom of the non-coronary cusp via wire. Control angiography was performed and evaluated as good. Therefore, the super stiff wire was removed from the left ventricle via pigtail. After 1-2 minutes post deployment, the device migrated up from aortic annulus to ascending aorta. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. The physician snared the valve in position and the physician was aware of the IFU warning against snaring the valve. A second 29mm portico valve was implanted in the aortic annulus in correct position. The patient remained stable throughout the procedure and no patient consequences were reported.

Manufacturer narrative:
An event of valve migration from aortic annulus to ascending aorta was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, deployment or retraction difficulties. Information from field indicated that there was mild to moderate calcification to allow anchoring of the device and that the patient did not have a horizontal aorta. Field also indicated that the valve was successfully implanted in optimal position 3 mm below the annulus. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."